Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during prep for emergency impella implant procedure, it was noticed that following points 3a and 3b on the automated impella controller (aic), further steps were automatically skipped. The screen then displayed the placement screen, and the pump was set to p-0. The purge system was de-aired, and a new purge cassette was placed, and the pump was successfully implanted. There was no patient harm reported.

Manufacturer narrative:
The investigation for the console (aic) display issue has been completed. The console was returned for evaluation. Data logs were reviewed finding that the console performed as expected during all of this. Upon functional inspection of the console, the uninitiated pump was able to go through all of the case wizard steps versus an initiated pump skipped the last steps of the case wizard reproducing what was done in the field. There was no malfunctions with the console. There was no issue found during the case. The device functioned/operated to specification as an initiated pump is supposed to exit the wizard. Added- d9 device return date d4-corrected model number g1-corrected MFR site name and address h8 changed to reuse